Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6f sheath in the right femoral artery. The deployment was unremarkable. Signs and symptoms consistent with an allergic reaction occurred within minutes of duett deployment. Treatment consisted of benadryl (intravenously administered), and the event was resolved.